Event description:
Reporter indicated that vns patient had passed away. The pt reportedly had a high fever with convulsions at the time of death. No autopsy was performed. Treating physician indicated that the relationship between the cause of death and the ncp system was unk. It was reported that the pt had experienced a >25% reduction in seizures with the vns therapy. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
The cause of the pt's death could not be determined because no autopsy was performed. The death certificate could not be obtained, and the device was reportedly not explanted.